Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture. Based on the product analysis performed, the assessments of the complaint codes are: rupture/silicone migration: observed a broken assessed as an unidentified (tear) opening. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "silicone granulomas" and "scar tissue". This record is for the left side. Device remains was explanted and replaced

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "silicone granulomas" and "scar tissue". This record is for the left side. Device remains was explanted and replaced.